Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 78-year-old male patient, the device would not power up and inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing while on battery power, internal inspection of the device, and the battery was stress tested without duplicating the report. The device's main li-ion battery was replaced as a precaution. The device was recertified and returned to the customer. The log review is unable to determine if the customer shut off the unit and/or tried to power the unit back on as the device does not record button presses. No trend is associated with reports of this type.